Event description:
The customer stated they received the error code 1010: error in master calibration, m-cal 2, span too large, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to check the optics and dispensing and decontaminate the mup. The customer performed the recommended troubleshooting without resolution. The cta advised the customer to centrifuge the calibrators prior to use. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.